Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the process pcb was malfunction. Based on the result, we concluded that it was caused, due to an excessive shock applied. It was evaluated not to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
When the power was turned on (B)(6) 2021, the image did not appear and the front panel could not be operated. Since it occurred before use, there is no health hazard to patients and medical staff.